Manufacturer narrative:
H.6.: code: e050102 used to capture aneurysm enlargement: 5mm. H.6.: code b20: device remains implanted and therefore not available for direct analysis. H.6.: code c20: due to an unknown lot/serial number and no device return, an investigation could not be performed. H.6.: code b22: due to an unknown lot/serial number and no device return, an investigation could not be performed. H.6.: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and or require intervention, include, but are not limited to, endoleak, aneurysm enlargement and surgical conversion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2014, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. A trunk-ipsilateral leg (23 mm x 12 mm x 18 cm) was placed in the right side and a contralateral leg (18 mm x 11.5 cm) was placed in the left side. The aneurysm size was reported as 47 mm. The patient tolerated the procedure. On (B)(6) 2023, a reintervention was performed as aneurysm enlargement (58 mm x 69 mm) was found. A type ib endoleak of the left side was suspected and thus, two additional contralateral leg components (plc121200j both) were implanted to reline the previous device. Also, the left internal iliac artery was coil-embolized. The patient tolerated the procedure.